Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04394. The pt received her scs system on (B)(6) 2010. The pt reported she wanted the system removed. It was reported the pt was receiving stimulation in the correct areas, but it was not helping her pain. The sjm rep was scheduled to meet with the pt for reprogramming. The physician scheduled an explant procedure at a later date, in case the reprogramming does not resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.